Event description:
It was reported that the pump was in use on a pt with emphysema, and a history of an myocardial infaction. He experienced chest pain and an intra-aortic balloon was inserted and he was taken to operating room for "ohs," but was not placed on bypass. The pump experienced helium loss alarms during the procedure and the perfusionist turned the alarms off. Following surgery, the pump experienced drain failure alarms, the pt was transferred to another pump and pumping continued. There were no pt complications.